Event description:
The customer reported the footswitch was not responding and the handpiece has low power. Two cases were cancelled. There were no pt injuries.

Manufacturer narrative:
The co service rep examined the system. The footswitch was nonconforming, and the footswitch and cord were replaced. The system was tested and met all product specifications. There were no additional complaint reports for the reported system. A review of complaint trends indicates no adverse trends for the reported issue. There were no additional service requests related to the reported event. There were no recent adverse service trends for the reported issue.